Event description:
A PICC line was inserted in pt, basilic vein was accessed easily with one attempt, the guidewire was advanced and the introducer was placed. The PICC line threaded easily but when the stylet was removed, a frayed edge was noticed. PICC line removed and held pressure for 3 minutes and informed physician who ordered a chest x-ray. An approximate 4 cm piece of wire was noted in pt's shoulder area. Wire removed the next day and pt is fine.